Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative and a consumer. It was reported that the patient will be having their leads and battery explanted due to an infection at the battery site. Impedances were checked and were all within the normal range. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the doctor had the patient on IV antibiotics for about a week and the patient would follow up with the doctor to determine if the infection had resolved. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had scant drainage over the incision of the spinal cord stimulator and a wound infection was reported. It was noted that the event was possibly related the implant procedure and not related to the neurostimulator, leads, external device, and therapy. Interventions taken included administering medications. It was noted that the outcome of the event was recovering/resolving. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that MRI guidelines were requested the MRI is due to a problem with a device or therapy. Lumbar MRI due to patient having possible infection with implantable neurostimulator (ins) system. Rep knows patient having swelling and inflammation related to ins system but does not know where the symptoms are occurring. Additional information was received confirming that it was ok to do MRI scan if there was possible presence of infection. Patient does not currently have a temperature at all but does have redness and tenderness at the ins site. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the system was explanted and the outcome of the event was noted to have been recovered/resolved as of (B)(4) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient also had erythema over the incision of the spinal cord stimulator. Diagnostics included a blood culture, which was negative. No further complications were re ported/anticipated.